Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that while using the flex deflectable videoscope, the entire image turned green. The issue occurred while the device was inside a sedated patient during an unspecified therapeutic procedure. The procedure was completed using the same device and no patient or user harm was reported as a result of the event.